Manufacturer narrative:
Concomitant medical products: product ID: 305u227 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high and infinite impedance. A fracture was suspected although could not be confirmed on fluoroscopy. It was noted that the impedance began to rise after the patient was involved in a motor vehicle accident several months earlier. The lead was capped and replaced. No patient complications have been reported as a result of this event.